Event description:
On (B)(6) 2011, this (B)(6) old male underwent a total right hip arthroplasty under dr (B)(6) at (B)(6) hospital. A stryker rejuvenate modular neck and stem device was implanted. Pt became symptomatic with his hip and went to see (B)(6). On (B)(6) 2014, pt underwent revision of right hip and had stryker rejuvenate device explanted by dr (B)(6). Extensive debridement of the joint was done.